Event description:
It was reported during a pump replacement a volume discrepancy was noted. The expected residual volume was 26.1ml and the actual residual volume was 8ml. The cause of the discrepancy was unknown. They was transferring drug from the old pump to the new pump and noticed the discrepancy. Syringes and needles were changed in an attempt to get more fluid. According to the hcp the patient did not have any symptoms of pocket fill after last refill. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant product: product ID 8709, lot# l74355, implanted: (B)(6) 2000, explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed no significant anomaly, catheter miscellaneous acceptable testing catheter incomplete/returned in segments. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.